Event description:
Ous MDR - after an implantation duration of approx. 14 months it was reported that the lead was explanted due to oversensing with shock delivery.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed deformations of the shock coil that are probably a result of the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specification. All potentials were tested under tensile load, during which all measured resistance values remained stable. No abnormalities could be detected during the performed screw tests. No x-ray images or diagnostic images were available for further analysis. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.